Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump. No further information regarding the alleged malfunction was provided. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow-up; however, the reporter could not be reached. If further information is provided, a follow-up report will be made. This complaint is being reported because the alleged malfunction may affect insulin delivery if the user is unable to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: during investigation, no defects were found to the pump related to the original complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.